Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The investigation regarding the reported issue with flow transducer test test failure has been confirmed in logs, service report and problem description. Air gas module was found defective and was replaced. After replacement of the air gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).